Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: investigation revealed a stuck battery cap. The battery cap top groove was worn. The cap was able to be tightened up; however, pliers were required to remove the cap. The battery compartment was clear of any damages. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.